Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 09-sep-2025. Investigation summary: bd received 10 samples and 6 photos for investigation. The visual inspection of these samples and the evaluation of the photos indicated the customer¿s failure modes. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles and poor plasma. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2: it was reported after collection but prior to processing using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 2 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported after collection but prior to processing using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 2 tubes contained gel air bubbles. There was no health impact or consequences reported.